Event description:
During the injection of the contrast media, it was reported that the catheter ruptured approximately 10cm from the distal end. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).